Manufacturer narrative:
Evaluation summary: though the capsule was not received for evaluation, the study was received. Based on the data that was collected during the procedure, it was clear that the total time of the study was 11:38 hours instead of 48 or 96 hour test. There are parts in which the ph value is discontinuous in the graph. Per the log received, most of the study the ph is continuous and there are small part that are ignored which would result from the recorder being distance from the patient's body. A review of the device history record indicates that the product was release meeting finished product specification. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an esophageal procedure was completed, study data was reviewed only to find that the recorded study was 11 hours long and contained many gaps. The patient reported also that the recorder beeped constantly throughout the study. The recorder worked accordingly during the previous procedure. A repeat procedure was necessary due to the alleged device malfunction. There was no harm to the patient or user due to the alleged device malfunction.